Manufacturer narrative:
(B)(4) d10: durom acet comp, #item 0100214058, #lot 2436187, therapy date: (B)(6) 2025 , g2: foreign country source italy. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 17 years post implantation due to out-of-range ionemia, a 10-cm debris-induced pseudotumor, and femoral osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations for the cup. Device history record review cannot be performed for the head and taper without product identification. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history for the cup identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Complaint history review cannot be performed without product identification of the head, taper and stem. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.